Event description:
The customer alleges that during removal the catheter separated and could not be removed. Intervention - the patient was monitored and sedated in an attempt to remove the device. Removal was successful. No further harm to the patient.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.